Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: underweight, broken shell and brown biological tissue in the shell. A visual and microscopic analysis was performed which identified: broken crease sharp on posterior, observed 40 mm dark patch edge material inside gel device and creases fold. Base on the device analysis the final assessment is: an opening crease sharp on posterior assessed as fold flaw opening.

Event description:
Healthcare professional reported left side rupture. The device was explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. The device was explanted.